Manufacturer narrative:
Event date: exact date unknown, event occurred twelve months post-implant. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 18363577.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration, which was confirmed via x-ray. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted leads will not be returned as they were discarded by the medical facility.